Event description:
It was reported the pump was unable to charge with the usb cable. Customer's blood glucose leve was 219 mg/dl. Reportedly, the pump was able to be charged with an alternated usb cable.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.